Manufacturer narrative:
On 28-oct-2021, mentor received additional information regarding the implantation date. The implantation date was estimated as (B)(6) 2002 based on available information. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified mentor saline breast implant and experienced deflation (unknown side) postoperatively. As a result, the patient underwent removal and replacement with two 550cc mentor memorygel breast implant prostheses (catalog #: 3505501bc, left serial #: (B)(4); right serial #: (B)(4)) on (B)(6) 2011.